Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the elastic of the lifevest garment. Patient describes the area as red, bumpy and itchy with hives and areas of bleeding. There was no alleged device malfunction contributing to the irritation. The patient's physician advised removal of the lifevest due to the skin irritation. Follow up indicated that the skin irritation improved.